Event description:
The following has been reported: biomed reported: "flakey screen " patient harm: no infusion stoppage: no a preliminary review identified the following issue: mechanical hardware failure (screen no input) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for intermittent touch screen issues. Complaint was reproduced and confirmed. An internal investigation found the touch input cable was seated properly and as such the lcd will be replaced. No other damage was identified.